Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformance's were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump would deliver water, but would not deliver formula. The initial reporter also stated that the patient did not experience any adverse effects due to this complaint. (B)(4).